Event description:
It was reported the patient's implantable neurostimulator (ins) experienced a power on reset (por) condition. The por was reported to have occurred following the ins being turned off and having the "voltage parameter switched to zero" before a debridement procedure was conducted. The debridement was noted to have occurred due to a "wound infection." It was stated the por stated was successfully reset and that the "patient was receiving effective therapy." It was additionally noted that during the por reset procedure, the programmer "showed a message that it needs to enter the ins's serial number in several times." It was also stated that the batter usage was "about 40~85%" as checked by the physician programmer on (B)(6) 2013. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4). Product type: extension: product ID 748251, serial# (B)(4). Product type: extension: product ID 338940, lot# b0724824k. Product type: lead: product ID 338940, lot# b0724823k. Product type: lead: product ID 8840. Product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the cause of the patient¿s infection was unknown and the implantable neurostimulator (ins) remained implanted in the patient. It was also reported the reason for the power-on reset (por) was not identified and there were no identifiers or error codes associated with the por message.